Event description:
It was reported that during an unspecified surgical procedure, it was observed the motor device started smoking. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor of the device was heating up fast due to a snapped drive shaft. It was determined that this caused smoke and low rotations per minute due to a bad flex assembly from overheating of the device during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from excessive force from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.